Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On february 3, 2020, it was reported that the mesh was incomplete. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on february 18, 2020 revealed that the calibration was out of specifications but produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), both produced an incomplete mesh and were deemed non-repairable even after replacing the gears, collars, and bearings. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 18, 2020 which included replacement of the side plates, bearings, stabilizer feet, belleville washers, shoulder bolts, roller, screws, and roller gear. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. Based on the information provided, the root cause of the reported event was due to the use of damaged cutters. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the mesh was incomplete. No adverse event was reported with this malfunction.